Manufacturer narrative:
The initial MDR 2432235-2020-00356 was filed on 30-jul-2020. Additional information (04-aug-2020): quality controls (qc) recovered within range at the time of the event. There were no issues with other patient samples. Review of photometer data shows abnormal elevation in the 596nm/694nm read after reagent delivery, indicating potential foaming activity. Instrument maintenance contributing to the reagent delivery event could not be ruled out as the potential cause of falsely low enzymatic creatinine_2 (ecre_2) result. The analyzer is performing according to specifications. No further evaluation of this device is required. The conclusion code in h6 was updated.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed reagent probe 1 (rp1) errors on the atellica ch 930 analyzer. The cse replaced the rp1 and then primed the new reagent probe. Replacing the rp1 resolved the issue and the analyzer was fully functional upon the cse's departure. The analyzer is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The discordant result was not reported to the physician(s). The same sample was repeated for ecre_2 on the same analyzer, resulting higher. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low enzymatic creatinine_2 (ecre_2) result.